Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker exhibited oversensing, undersensing, and low pacing impedance. No changes or intervention was performed. The patient was in stable condition.